Event description:
It was reported that the inner collet of 3 mesa sm stature deformity polyaxial screws broke during reduction of the rail intra-operatively. The screws were removed and replaced. Surgery was successfully completed with a 5 minute delay. No adverse consequences or medical intervention were reported. This report will represent the first of three screws.

Event description:
It was reported that the inner collet of 3 mesa sm stature deformity polyaxial screws broke during reduction of the rail intra-operatively. The screws were removed and replaced. Surgery was successfully completed with a 5 minute delay. No adverse consequences or medical intervention were reported. This report will represent the first of three screws.

Manufacturer narrative:
Visual inspection: upon inspection of the returned device, the outer collet was found disengaged from the inner collet. The stake pin, the pin that connects the outer and inner collet, had sheared from the inner collet. Device and complaint history records were reviewed, and no relevant manufacturing issues or similar complaints were identified. Per surgical technique: partially lock the proximal fixation points using the rail reduction jack partial locker, also known as the rail superfly, over the rail crickets. It is important the rail crickets are fully reduced for the rail superfly to be properly docked. Introduce the rail superfly over the rail cricket and squeeze the handle to the shaft. Reduce the remaining rail crickets at least halfway at apical levels and tighten so they "kiss" the mesa rail at all other levels. Note: because of the unique geometry, the mesa rail provides significant axial correction by simply tightening the rail deformity crickets slowly along the construct. Be sure to distribute the forces along the entire construct to avoid point-loading the bone-screw interface. The loading placed between the collets during reduction likely exceeded the yield strength of the stake pin, causing the pin to shear and the outer collet to disengage.